Event description:
It was reported that the patient experienced a hematoma. The system was explanted. It was not replaced because the patient no longer needs an implantable cardioverter defibrillator (ICD) nor pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. This device was included in that field action and returned product testing found the device did not perform as described in the field action. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2009; 4076, implantable pacing lead, (B)(6) 2009. (B)(4).